Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the battery compartment was cracked and there was visible moisture corrosion in the department. A leak test was performed and failed due to the battery compartment crack. The pump was opened and there was moisture corrosion found on the battery compartment housing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and visible moisture corrosion in the department. This report is made based on results of investigation completed on (B)(6) 2016.